Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. Account using capillary tubes (not microsafe, possibly from roche), however, not glass and no additives. Pt 1: inratio: 7.5, repeat inratio 3.0, lab: >12. Pt's therapeutic range: 2 - 2.5. Correlations performed within 3 hours of each other.